Manufacturer narrative:
As the device has not been returned, a final determination of the root cause is not possible. A review of cases on the same product with similar event description indicates that most likely the working electrode got bent or broke towards the neutral electrode due to mechanical overload, creating a shortcut and resulted in melting of the the electrodes. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the execution of some endometrial biopsies the loop merges inside the uterine cavity, visible pieces are recovered by the medical operator.there were no patient consequences.

Manufacturer narrative:
Result of investigation: the inspection showed that the neutral as well as the active electrode are completely missing and the remaining rods show molten material. Based on the damages found, it is concluded that most likely due to application of too much force, the active electrode broke and/or got bent towards the neutral electrode, creating a shortcut resulting in melting of the electrodes. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned on october 2.2024 for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).